Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement, the guide wire encountered resistance with the moderately calcified, heavily tortuous and 99% stenosed anatomy which resulted in the reported failure to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex (cx) artery that was moderately calcified, heavily tortuous and 99% stenosed. The pilot guide wire failed to cross the lesion; thus, did not advance to the desired location. During removal, resistance was noted. There was no adverse patient effect or a clinically significant delay in procedure. Another guide wire was used to continue the procedure. No additional information was provided.